Event description:
An employee was starting an intravenous (IV) line on a patient and went to open up a small, 3m tegaderm dressing and there was a dead bug underneath the adhesive dressing. I called the manufacturer representative to report this and he is going to submit a report to his company. He will also pick up the defective product.